Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic and severe pelvic") in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's concurrent conditions included overweight. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge") and abdominal pain lower ("cramping"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and weight increased ("weight gain"). In january 2017, the patient experienced ovarian cyst ("cysts in the left ovarian tube and right fallopian tube") and uterine leiomyoma ("uterine fibroids"). On an unknown date, the patient experienced fallopian tube cyst ("cysts in the left ovarian tube and right fallopian tube") and scar ("permanent scar"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, back pain, ovarian cyst, fallopian tube cyst and dyspareunia had resolved, the scar had not resolved and the dysmenorrhoea, vaginal discharge, weight increased, uterine leiomyoma and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, fallopian tube cyst, ovarian cyst, pelvic pain, scar, uterine leiomyoma, vaginal discharge and weight increased to be related to essure. The reporter commented: patient underwent a robotic-assisted total laparoscopic hysterectomy, bilateral salpingectomy, and a diagnostic cytoscopy with removal of the essure implant. Patient left with a permanent scar. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Most recent follow-up information incorporated above includes: on 2-aug-2018: pfs and medical record received: the event dysmenorrhea, vaginal discharge, weight gain, uterine fibroids, cramping, essure confirmation test not done added.reporters,concurrent condition added.case got medically confirmed yes incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic and severe pelvic") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), ovarian cyst ("cysts in the left ovarian tube and right fallopian tube"), fallopian tube cyst ("cysts in the left ovarian tube and right fallopian tube"), dyspareunia ("dyspareunia") and scar ("permanent scar"). The patient was treated with surgery (underwent a robotic-assisted total laparoscopic hysterectomy, with removal of essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, back pain, ovarian cyst, fallopian tube cyst and dyspareunia had resolved and the scar had not resolved. The reporter considered abdominal pain, back pain, dyspareunia, fallopian tube cyst, ovarian cyst, pelvic pain and scar to be related to essure. The reporter commented: patient underwent a robotic-assisted total laparoscopic hysterectomy, bilateral salpingectomy, and a diagnostic cytoscopy with removal of the essure implant. Patient left with a permanent scar. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.